Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch basic meter had black marks appearing on the display. The medical surveillance specialist (mss) spoke with the pt eight days later, and obtained the following info. The pt reported that the alleged issue began a few days prior to contacting lfs. As a result of the alleged issue, the pt confirmed she was unable to test her blood glucose. The pt informed the mss that she manages her diabetes by taking 4 tablets of metformin (500mg/each) daily. The pt claimed she continued to take her usual dose of oral medication despite not being able to test; however, she reported she ate less food as a result of the alleged issue. On the late evening of nine days prior, the pt reported that she became shaky and began to sweat profusely. In response to the symptoms, the pt claimed she immediately treated self with food and felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) noted there was no known trauma to the subject meter. The alleged issue remained unresolved. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.